Event description:
Female resident with congestive heart failure found at 1700 very congested with a temperature of 102 degrees, pulse 153, respirations 56. Resident's 10:00 am tube feeding was still attached, but empty. Oxygen given, pt noncyanotic, extremities warm and physician notified. Pt transferred to hosp and died the next day. Pt was receiving probalance full strength at 105cc/hr for 18 hrs.